Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anxiety: calazepam in 2006 and effexor in 2006. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in august 2012. At the time of the report, the pelvic pain, abdominal distension, migraine, menorrhagia, menstrual disorder, mood swings, hot flush, genital haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, anxiety, headache, nausea, tooth disorder, visual impairment, fatigue, weight increased, constipation, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, cystitis, depression, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff claimed that her injuries or symptoms resulted from essure decreased or resolve current weight 202 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2009 and removal date (B)(6) 2012 added. Events mood swings, hot flashes, abnormal bleeding (general), allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, depression, anxiety, headaches, nausea, dental problems, vision/eye problems, fatigue, weight gain, constipation, hair loss and abdomen pain added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), migraine ('migraines') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anxiety: calazepam and effexor. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine (seriousness criterion disability), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems cavities"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal mycotic infection ("yeast infection"), underwent eyeglasses therapy ("vision/eye problems - type: needed glasses") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, hypersensitivity, fatigue, abdominal pain and vaginal haemorrhage had resolved, the abdominal distension, menstrual disorder, mood swings, hot flush, cystitis, urinary tract infection, vaginal infection, depression, anxiety, headache, nausea, dental caries, eyeglasses therapy, weight increased, alopecia, vulvovaginal pruritus and vulvovaginal mycotic infection outcome was unknown and the migraine and constipation was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, cystitis, dental caries, depression, eyeglasses therapy, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: plaintiff claimed that her injuries or symptoms resulted from essure decreased or resolvedcurrent weight 202 lbs discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2006. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Imaging procedure - in (B)(6) 2009: that it is appears to have taken. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received: new events - abnormal bleeding (vaginal), vaginal itching, yeast infection were added. Outcome of event pelvic pain, abdominal pain, allergic/hypersensitivity, abnormal bleeding, fatigue, were updated as recovered/resolved and constipation, migraines were updated as recovering/resolving. Reporter's information, lab data were added. Pt of event "tooth disorder" updated to "dental caries" and pt of event "vision impairment" updated to "eyeglasses therapy". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), endometritis ('chronic endometritis') and migraine ('migraines') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, hysteroscopy, d & c, endocervical polyp, adnexal mass, ovarian cyst, dysfunctional uterine bleeding, hemorrhagic ovarian cyst, dyspareunia, leiomyoma nos, adenomyosis uteri, luteal cyst of ovary, follicular cyst of ovary and multiparous. Previously administered products included for anxiety: effexor and calazepam; for an unreported indication: iud nos. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine (seriousness criterion disability), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems cavities"), visual impairment ("vision / eye problems - type: needed glasses"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal mycotic infection ("yeast infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, hypersensitivity, fatigue, abdominal pain and vaginal haemorrhage had resolved, the abdominal distension, menstrual disorder, mood swings, hot flush, cystitis, urinary tract infection, vaginal infection, depression, anxiety, headache, nausea, dental caries, visual impairment, weight increased, alopecia, vulvovaginal pruritus and vulvovaginal mycotic infection outcome was unknown and the migraine and constipation was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, cystitis, dental caries, depression, endometritis, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff claimed that her injuries or symptoms resulted from essure decreased or resolved current weight 202 lbs. Discrepancy noted in insertion dates: on (B)(6) 2009, on (B)(6) 2006, on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on an unknown date: results: total bilateral occlusion. Imaging procedure: on (B)(6) 2009: that it is appears to have taken. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: mr received. Reporter information, patient medical history, event: chronic endometritis added. Product insertion and removal dates updated. Model number: updated from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), endometritis ('chronic endometritis') and migraine ('migraines') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, hysteroscopy, d & c, endocervical polyp, adnexal mass, ovarian cyst, dysfunctional uterine bleeding, hemorrhagic ovarian cyst, dyspareunia, leiomyoma nos, adenomyosis uteri, luteal cyst of ovary, follicular cyst of ovary and multiparous. Previously administered products included for anxiety: effexor and calazepam; for an unreported indication: iud nos. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine (seriousness criterion disability), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems cavities"), visual impairment ("vision/eye problems - type: needed glasses"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal mycotic infection ("yeast infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, hypersensitivity, fatigue, abdominal pain and vaginal haemorrhage had resolved, the abdominal distension, menstrual disorder, mood swings, hot flush, cystitis, urinary tract infection, vaginal infection, depression, anxiety, headache, nausea, dental caries, visual impairment, weight increased, alopecia, vulvovaginal pruritus and vulvovaginal mycotic infection outcome was unknown and the migraine and constipation was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, cystitis, dental caries, depression, endometritis, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: plaintiff claimed that her injuries or symptoms resulted from essure decreased or resolvedcurrent weight 202 lbs. Discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2006, (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Imaging procedure - in (B)(6) 2009: that it is appears to have taken. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation") and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the pelvic pain, abdominal distension, migraine, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal distension, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.